Manufacturer narrative:
A power management (pm) printed circuit board (pcb), power supply and motor controller (mc) pcb were returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found and there were no signs of heat related damage found and no heat related odors. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the loss of the 12 volt signal. The pm board root cause was due to a shorted inductor component. The mc board root cause was due to a shorted component. No issue was found with the power supply.

Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. (B)(4). The customer's biomedical department inspected the device and the burning smell was reportedly coming from the power supply. A power supply and a power management printed circuit board assembly were sent to the customer. No parts were returned for evaluation, therefore a root cause could not be determined.

Event description:
It was reported that the ventilator generated an inoperable alarm and a burning smell was observed coming from the power supply while on standby at the patient bedside. There was no patient harm reported. The event date was not specified, estimate used.